Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the missing part of the insulin pump and the rim where the reservoir was only 1/2 there. The customer¿s blood glucose level was unknown. Customer also reported that the diminished battery life and scratched screen. Troubleshooting was declined. The insulin pump will not be returned for analysis.